Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (25mg/ml at 8.5mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a motor stall was seen and stopped pump period may exceed tube set occurred. The hcp denied any electromagnetic interference (emi) or magnetic interaction. The hcp requested the pump off password. No symptoms were reported. The event date was (B)(6) 2018. There were no further complications reported at this time.